Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Automatic lead diagnostics shows ventricular lead impedance began varying and increasing in (B)(6) 2014. Ventricular lead impedance became open/high and a lead warning occurred on 2014-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5076-52 lead, implanted: unknown. (B)(4).